Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the event and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or a cycler set leak or defect reported for this event. All pd patients are at increased risk for peritonitis due to a compromised immune system and because dialysis techniques increase the potential of microbial contamination. Due to that fact, most cases of pd -related peritonitis are caused by touch contamination. (Salzer, 2018) based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis patient experienced peritonitis which may have been caused by a urinary track infection. Upon follow up with a pdrn from the clinic. The patient presented to the emergency room (ER) on (B)(6) 2019 with cloudy pd effluent. A pd effluent culture was obtained which resulted in no growth. The patient was still diagnosed with peritonitis and initiated on intraperitoneal (ip) antibiotics for 14 days (type, dose, frequency and duration unknown). The patient was kept in the ER for 24 hours observation and then released to home. The pdrn could not confirm that the patient had a uti as originally reported. The cause of the peritonitis event is unknown; however, the pdrn reported that the patient did not experience any issues with the liberty select cycler or cycler set related to this event. The patient continues to recover utilizing the liberty select cycler with no issues reported.